Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient identifier, age other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date is not applicable since the product was never placed. Explant date is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.